Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 20mm synergy ii drug-eluting stent was advanced through a 6f non-bsc guide extension catheter to treat the target lesion. However, the device was unable to cross through a previously implanted non-bsc stent. It was then noticed that one of the stent struts was bent/deformed. The device was removed and the procedure was completed with another synergy stent. No patient complications were reported and the patient was fine.